Event description:
Additional information received from the healthcare provider's office. They reported they did not have any idea who the patient was. They did not have any time or resources to look at every patient chart that was seen on the day of the initial call. The hcp office assumed that the patient was fine because they had no patient currently with any issues with their pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The healthcare professional was planning to see the patient and perform a refill. The healthcare professional believed that the patient missed the refill earlier in the week and was anxious to get the pump filled as soon as possible. The patient had reported having an increase in spasticity. Follow-up was being conducted to obtain patient, drug and device information, other medications that the patient was taking at the time of the event, medical history, cause of the missed refill and outcome.